Manufacturer narrative:
The event occurred in japan. It was reported that the rota flow console was used for children. When the number of revolutions was 3000 rpm (revolutions per minute), the flow rate display was about 0.01 lpm (liters per minute). The hospital staff stopped the pump and regained the zero point, but it did not change. Customer installed an external flow meter in the circuit and confirmed that the flow rate was accurate. On the next day the customer decided to replace the rota flow console. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(4) was serviced by a getinge field service technician and was unable to confirm the reported failure. No malfunction could be detected. Based on the given information the reported failure "flow rate incorrect" could not be confirmed. However, the reported failure "flow rate incorrect" can be linked to the causes in our risk management file (dms#(B)(4)): - zero flow calibration failed, - dried contact gel, - user forgot renewing contact gel, - device used out of specification, - software error. The review of the non-conformities was performed on 2021-07-26 and during the period of 2009-10-01 to 2021-07-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2009-10-01. In order to avoid reoccurrence of the reported failure "flow rate incorrect", the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support. System rotaflow system/ 4.2 / en / v14. 6.2 reapplying ultrasonic contact cream. - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - if the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. This complaint is closed based on the information given. As soon as significant information becomes available this complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the rota flow console was used for children. When the number of revolutions was 3000, the flow rate display was about 0.01. The hospital staff stopped the pump and regained the zero point, but it did not change. Customer installed an external flow meter in the circuit and confirmed that the flow rate was accurate. On the next day the customer decided to replace the rota flow console. No indication of actual or potential for harm or death has been reported. Complaint ID:(B)(4).